Manufacturer narrative:
(B)(4). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k051843. Reported event was unable to be confirmed due to limited information received from the customer. DHR was unable to be reviewed without lot number. No review of the complaint history could be conducted without product ID. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to unknown reasons. The patient was revised to a comprehensive proximal srs system. Attempts have been made and additional information on the reported event is unavailable at this time.